Event description:
When pt was placing the mask (umffm) over their head, the fore head support snapped and a piece of plastic from it hit their eye. The pt is currently seeing an opthamologist. As of today, the pt has been titled with a mirage full face mask services 2 and is doing time (per their corversation with qa department)